Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced 4 incidents of high blood glucose level. The customer's blood glucose levels had gone over 600 mg/dl and was 685 mg/dl. The customer did not remember all dates and treatment of the incidents. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.